Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate plus profile 350cc mentor saline prothesis, catalog #3502350, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old (B)(6) female underwent primary breast augmentation with a mentor smooth round moderate plus profile 350cc mentor saline prothesis. On (B)(6) 2018, deflation was diagnosed through a physical examination. As a result, bilateral prosthesis replacement was performed on (B)(6) 2018.

Manufacturer narrative:
The device history record (DHR) for the lot number 7470917 was reviewed on 5/3/2018 and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/30/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 8/9/2018. Device evaluation summary: it was reported that a (B)(6) year-old hispanic female underwent primary breast augmentation with a mentor smooth round moderate plus profile 350cc mentor saline prothesis. On (B)(6) 2018, deflation was diagnosed through a physical examination. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered an area of missing material measuring approximately 6 cm x 5 cm located on the anterior aspect and extending to the posterior aspect. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation team was precluded from further evaluating the device. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).